Event description:
Malfunction: occlusion reported. The nurse reported a system message displayed during surgery. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to flush the handpiece with 20cc of fluid. The tss stated the handpiece seemed to be working. The nurse was able to clear the system message. The surgeon completed the case, but canceled the following 3 cases. There was no back up system available at the time. Additional information received from the nurse stated the handpiece was not occluding. One canceled patient had received a mild sedative and dilating drops were instilled. No incision had been made. The other two canceled cases had not even arrived at the hospital yet. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message reported. The company service representative did find an occluded handpiece. The system was then tested and met all product specifications. A review of complaints for system did not reveal any additional complaints in the last 24 months that were related to the reported issue. (B) (4). (B) (4). (B) (4).